Event description:
A temperature alarm was reported by the caller, and there was no adverse impact on the customer's blood glucose level. The pump was not exposed to extreme temperatures and was not charging at the time of the alarm. The customer was able to clear the alarm and resume insulin. They were advised to monitor the situation and contact support again if the issue recurred.